Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction inop message after the operational check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.